Event description:
It was reported to medtronic neurosurgery that the physician found that after implantation, the shunt was not functioning. The report stated that the physician found when the valve was touched, it would drip; however, if the valve was left alone, it would not drip. According to the report, the valve was replaced with a second valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was patent. It met the specifications for leak, siphon, reflux, pressure-flow and pre-implantation testing. There was proteinaceous debris observed in the interior and the exterior of the valve. Since the valve had been implanted, debris may have temporarily occluded the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).